Event description:
Customer reported receiving a motor error alarm on the insulin pump during a set change. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 213 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion and prime tests. Insulin pump was received with stuck in motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump had broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked lcd window and missing end cap sticker.